Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified circumflex artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at the lesion area. The device was simply removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a balloon leak. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was observed 5mm distal of proximal markerband. An examination of the balloon material and proximal markerband identified no issues. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issues with the markerbands and shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified circumflex artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at the lesion area. The device was simply removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition post procedure was good.